Event description:
Ketoacidosis [ketosis]. Case description: user reported being treated for ketoacidosis in hosp. The incident occurred two days after switching from conventional syringes to novofine 30 disposable needles. The pt states being on insulin therapy for 30 years and pt feels that the needles were too short to penetrate the fibrous tissue of the abdomen. No further info concerning the event, treatment details or the pt has been provided at this time, but has been requested. Additional info received 28-feb-2000 in a follow-up conversation with the pt: at event onset blood glucose levels were elevated over 750 mg/dl and pt began vomiting. The pt drove to the emergency room and was admitted to the hosp. Blood glucose levels were normalized soon after IV insulin therapy was initiated. On the third day of hospitalization, the pt indicated that fasting blood glucose level was 96 mg/dl and pt resumed using the novofine 30 needles with morning injections. However, three hours later blood glucose level was over 300 mg/dl and the doctor felt that the insulin was not being absorbed and because the needles were too short. The pt continues to use conventional syringes and pt has not experienced any further problems.